Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with lot f1812902 was performed and it was found that the lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
As reported, a 6f/7f mynxgrip vascular closure device (vcd) was deployed with the correct steps; after shuttling down, and pulling the green handle back, the sealant was noted to be outside of the skin tract. Closure was aborted, and the patient was noted to be safe. Manual compression was applied for an unknown duration. The patient's outcome was noted as good. The vcd was being used in conjunction with an unspecified procedural sheath introducer for venous closure following an unspecified procedure. During the device deployment, the stop cock was opened on the sheath prior to shuttling down and excessive for was not applied when shuttling down. Kinks were not noted in the sheath or device after removal.

Manufacturer narrative:
As reported, a 6f/7f mynxgrip vascular closure device (vcd) was deployed with the correct steps; after shuttling down, and pulling the green handle back, the sealant was noted to be outside of the skin tract. Closure was aborted, and the patient was noted to be safe. Manual compression was applied for an unknown duration. The patient's outcome was noted as good and the hospitalization was not extended. The user was trained in the use of the mynx. The vcd was being used in conjunction with an unspecified non-cordis procedural sheath introducer (si) for venous closure following an ablation. During the device deployment, the stopcock was opened on the sheath prior to shuttling down and excessive force was not applied when shuttling down. Kinks were not noted in the sheath or device after removal. The device was not returned for analysis. A device history record (DHR) review of lot f1812902 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant misdeployment ¿ partial¿ could not be confirmed as the device was not returned for analysis. The exact cause of the issue reported could not be determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the issue reported. However, it could be handling-related. According to the instructions for use, which is not intended as a mitigation, ¿detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the sealant being deployed outside the body. Neither the DHR review nor the information available suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time. Corrected data: (no adverse event there was no reported patient injury).